Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link luer activated device would not connect properly to an unspecified syringe. The reporter stated that was difficulty aligning the threads. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.